Event description:
Customer reported receiving an error 3 when a test strip was inserted into their freestyle flash blood glucose monitor. During the course of troubleshooting with adc customer service, it was discovered that the unit of measure could be changed from mg/dl to mmol/l. The customer additionally reported that as a result of the error 3 message on his meter, he was not able to properly obtain a glucose result. The customer reported feeling dizzy and sweaty, and then reported losing consciousness. The customer's wife administered glucagon in order to stabilize the customer's glucose.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once the investigation results are available. Customers and retailers have been informed through adc fa 16 may, 2006 letter.